Manufacturer narrative:
B3 exact date of procedure provided g3: additional information on mw5093808 received from FDA on 29may2020. H10: the complaint is inconclusive. At time of filing, although originally expected, the reported device has not been returned to conmed for evaluation and its location is unknown. No photographic evidence has been provided. Therefore, the reported failure cannot be verified and the complaint is inconclusive. Should the device be returned an evaluation will be performed and upon completion of the complaint investigation a supplemental and final report will be filed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found a total of three (3) complaints for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Exact date of event was not provided, only (B)(6) 2020. Although attempts have been made to gather additional information, at the time of this reporting, no clarification has been received. At time of this filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed received notification, via medwatch 3500a report # (B)(4), of reported issues with the v-care medium (34mm) cup, item # 60-6085-201a, lot 201912021, that occurred in (B)(6) 2020 at (B)(6) medical center. It was reported that the issue occurred during a laparoscopic-assisted vaginal hysterectomy involving a (B)(6) year old female. The doctor went to pull out the v-care with the uterus attached to the v-care. The uterus had already been detached from the surrounding tissue. When she pulled the v-care to remove it, the v-care broke apart into three pieces. She was holding the handpiece but the cup that holds the cervix/uterus did not come out with the uterus attached as anticipated. Upon further inspection through the laparoscope, she was able to retrieve the cup from the pelvis along with the tip (balloon). As this report was filed by the facility as a malfunction (not adverse event) it is presumed there was no impact or injury to the patient. To date, although multiple attempts have been made to gather additional information, no information has been provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.